Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a hypoglycemic event while she was asleep. The patient stated that she had just installed a new lock on her phone, disabling her from making phone calls or answering her dexcom alerts. The patient's son uses the dexcom follow application and was receiving alerts. He was unable to contact the patient and called 911. A local 911 rescue squad arrived at the patient's home and found her slightly coherent after she had eaten a few cookies on her own. The patient did not receive any intravenous (IV) treatment or medication from the rescue squad but was given peanut butter crackers and orange juice with sugar. The patient did not go to the hospital or visit a physician after the event. At the time of contact the patient was doing fine. There was no allegation against the dexcom system. No additional event or patient information is available.